Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the battery was not charging. There was no patient involvement at the time the issue was discovered. There is no report of patient or user harm. The customer requested the battery part number and ordering information. Information was received that the device was powered on in normal operation mode and the device gave diagnostic code 1124, "battery failed" error message. The error code was confirmed in the device's event log. The remote service engineer (rse) informed the customer with the manufacturer's service recommendation and provided the customer with the part number of the power management (pm) printed circuit board assembly (pcba) to order and replace.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.